Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(6) 2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving dilaudid (2.0 mg/ml, 0.3404 mcg/day) via intrathecal drug delivery pump for non-malignant pain. It was reported that the patient came in for a routine pump fill on (B)(6) 2018, where they bridged out the old medication. Her bridge was completed on (B)(6). On (B)(6) she was brought to the emergency room and admitted to the hospital. She was diagnosed with a stroke and meningitis, both of which were caused by the pump. The patient had developed meningitis following the pump fill. It was determined the pump needed to be explanted. An emergency pump explant occurred. The pump and catheter were completely explanted on (B)(6) 2018, were discarded and would not be replaced in the future. There were no environmental/external/patient factors that may have led or contributed to the issue, and no diagnostics/troubleshooting performed. The patient was still in the intensive care unit but the issue was resolved, and the patient status was "alive - with injury" at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.